Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: january 22, 2026. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the suspect product. The lens had a scratch on the center, and damage on the edges. Damage on one haptic was also observed. No further issues were identified. The complaint issue "lens damaged" and "cosmetic issues" were identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The complaint issue "lead haptic not folded" was not identified. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - clinical code: 4581: hs-incision enlarged an attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the bilateral surgery with preloaded extended depth of focus intraocular lenses (iol), the leading haptic of the iol implanted in the patient's right eye (od) was twisted as it came out of the injector, however the procedure was completed safely with it. When the second iol was implanted in the patient's left eye (os), a crack and scratches were found in the optical part. The incision was enlarged and the lens was removed. The surgery was completed using a replacement device. Through follow-up we learned that the patient's visual acuity was not tested, however, the patient reported being satisfied with the surgical outcome. The account also reported that when the iols were inserted, there was no increased resistance; the resistance felt about the same as normal. No further information was provided. A separate report will be submitted for the iol implanted in the patient's right eye under the reference: (B)(4).

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: no suspect product was received; however, a video was provided by the customer. The video was evaluated and showed the implantation of the suspect complaint lens. Scratch like marks were observed on the optic of the lens. During implantation, one haptic was observed to be stuck to the optic. No further issues were found. Due to no product received, no further evaluation was performed. The complaint issue "cosmetic issues" was identified during video evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issues "lead haptic not folded" and "lens damage" were not identified during video evaluation. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.